Manufacturer narrative:
The insulin pump failed the displacement test at 238.6u on the status screen and there was a motor error alarm during rewind due to the motor encoder signal out of phase. They were unable to perform the occlusion, excessive no delivery, unexpected restart error, and self tests due to the motor error alarm. The pump passed the currents test. The pump had cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer had some motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment.